Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted on (B)(6) 2013, but before the first fitting could take place, the pt fell into an empty swimming pool, but the mother confirmed that the pt did not hit the head on the implant zone. There was no edema or pain after the falling. Pt did not have access to sound.